Event description:
Dealer is stating that they received this motor brake as received with broken plastic pieces by the lever. Dealer is stating that the motor was wrapped in bubble wrap except for the portion that was received broken.